Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is unconfirmed as the reported issue could not be reproduced. One 4 fr powerpicc catheter and four photographs of a powerpicc were returned for evaluation. A visual observation of the returned catheter revealed the presence of biological residue, and a tactile evaluation reveled minor kinks/twists near the 9 cm and 12 cm depth marks, which were microscopically observed to have some material whitening. The returned catheter was flushed and pressurized with water using a 12 ml syringe and no leaks were observed. Four photographs were also returned which showed blood residue on the dressing material surrounding the insertion site of a catheter; however, the complaint of a leaking catheter was unconfirmed as no leaks were found in the returned sample. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported physician treating the patient at the (B)(6) hospital reported a slight leak at the proximal end of the PICC line at the junction with the skin. PICC line inserted on (B)(6) under ultrasound guidance + x-ray under fluoroscopy performed after insertion. No intervention was required. The PICC line was removed and replaced. There was no delay in treatment, no damage or symptoms apart from the small discharge noticed by the patient.